Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by stopper pull out force testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "samples from the automation that go into coba's instrument had the rubber membrane cap remain on the tube. The sample was sent out back on the automation to the box where samples are handled manually. There it was established the rubber membrane remained in the tube.".